Event description:
Firefighters and emts arrived at the scene of a traffic accident and found one patient in cardiac arrest. The crew initiated CPR and attached the AED. The AED kept prompting "check pads" once the pads were attached. The crew checked the connections from the pads to the AED, reapplied the pads, and tried a second set of pads, but the AED continued to give the "check pads" prompt. The crew used another AED that was available at the scene.

Manufacturer narrative:
Device evaluation hasn't been completed.